Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed and the root cause was related to use error for leaving the clamp open on an used line. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.

Event description:
The customer contacted baxter?s technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated the hc alarmed se 2240 in dwell 3 of 4. The hp stated, the unused supply line clamp was open. The baxter technical service representative (tsr) had hp power cycle the hc. The hc proceeded to press go to start. The tsr informed hp to start over with all new supplies or perform manuals to complete therapy. The tsr instructed hp to inform registered nurse (rn) of se 2240. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.